Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reported that the needle did not deploy, the pink slide did not move forward and the cannula was not visible. No noted changes in blood glucose levels.

Manufacturer narrative:
The device was received undeployed. The pod was deployed normally by manually rotating the ratchet gear up on opening the pod. The download data indicates that the pod completed both its first and second priming sequences, but first prime ended early. A drive stall and timeouts were noted at the start of the data. The exact cause of the drive stall, and the needle failing to deploy, could not be determined